Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc device did not apply, due to applicator not firing. Upon troubleshooting it was determined that customer was first-time user and applied sensor incorrectly. As a result of not being able to apply sensor, the customer was unable to monitor glucose levels and experienced excessive vomiting, a seizure, and a loss of consciousness. Customer went to hospital were customer was administered 5% dextrose, 2 l ringer's lactate solution, 2 mg magnesium, and 20 mg/dl potassium, in addition to 100mg intravenous benadryl, 8mg intravenous ondansetron (antiemetic) , 8mg intravenous zofran (antiemetic), and 250 mg azithromycin (antibiotics). There was no report of death or permanent injury associated with this event.